Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level due to bent cannula. Customer¿s blood glucose was 405 mg/dl at the time of incident. The customer also reported other blood glucose values such as 140 mg/dl. The customer was assisted with troubleshooting for bent cannula. The customer was using the insulin pump when high blood glucose was reported. The issue of high blood glucose was reported by changing the set. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set